Manufacturer narrative:
One tapered screw vent implant transfer mount was returned for inspection. Visual inspection revealed damage to the mount, and it was confirmed that the device was fractured at the hex feature. A malfunction was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Patient's weight is unknown/ not provided. Additional 510(k) number k011028/k013227. Product not returned to manufacturer

Event description:
It was reported that the fixture mount fractured fmt4.